Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the proximal stent struts on rows 1 and 2 were lifted and pulled in a distal direction. The balloon body was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device was visually and microscopically examined and damage was noted at the distal edge of the tip. A visual and tactile examination found multiple kinks along the hypotube. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found that the outer extrusion was ripped/torn from the distal end of the port exchange site and the inner extrusion was badly damaged and kinked in several locations from the distal end of the port exchange site. The core wire was found to be kinked as well. The bi-component bond showed no signs of damage or strain. These types of damage are consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 08-feb-2017. It was reported that difficulties in advancing was encountered and shaft damage occurred. The target lesion was located in the ramus circumflexus. A 3.00 x 16 synergy¿ drug eluting stent (des) was advanced to treat the lesion however, resistance was encountered. The device was removed and it was noticed that the proximal shaft was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed proximal stent damaged.